Event description:
The pt called lfs alleging that their one touch ultra meter had missing segments. Pt decided to go to their physician's office in 2004, and 2 consecutive days afterwards. They were kept at the office all day each time for observations. No treatment was administered throughout the three days. They mentioned that they obtained a reading that may have been a 400 mg/dl or 100 mg/dl. The pt neither alleged harm nor experienced injury. The customer service rep replaced their meter due to missing segments. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.